Event description:
It was reported that the customer received a defective cpu flash board. No adverse consequences were reported.

Manufacturer narrative:
Result: an overseas distributor notified us that the cpu board they received as a service part was defective. No info could be obtained about the bed it was being used in, however it is known that cpu board failures can cause the bed to become stuck in a position that does not allow the caregiver to perform emergency medical intervention if it becomes necessary. Customer will receive a replacement part, or will be provided a credit for the part.